Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to insufficient or inadequate reprocessing. The event can be detected by following the instructions for use (IFU) section which state: -inspection of the instrument channel the event can be prevented by following the instructions for use (IFU) which state: -if the endoscope is not immediately cleaned after each procedure, residual organic debris will begin to solidify, and it may be difficult to effectively reprocess the endoscope. -be sure to brush the inside of the instrument channel and suction channel. Otherwise, insufficient cleaning and/or disinfection of the endoscope may pose an infection control. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus the evis lucera colonovideoscope experienced foreign material from the suction channel. The event was identified during preparation for use for an unspecified diagnostic procedure. There was no injury to the patient since this was found prior to the procedure, and there was no delay reported. A similar device was used to complete the intended procedure.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed, foreign material exiting from the channel including auxiliary water channel was identified. Additionally, the following findings were also noted, and are as follows: there is foreign material from biopsy channel. The suction cover was deformed. There was corrosion from the electrical connector due to the leakage. Angulation in the up direction was out of standards due to the worn angle-wire. The gap on the up/down knob was out of standards due to the worn angle-wire. The light guide bundle was abnormal. The charged cabled device and light guide lens was broken. The adhesive on the bending section cover or distal end was broken, and the switch button one was deformed. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.